Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a robotic hysterectomy on an unknown date and topical skin adhesive was used. The patient experienced a severe localized reaction with redness and irritation at all port sites which was treated with steroids. Additional information has been requested.